Event description:
This is the same case and patient as MFR report # 3005099803-2011-02809. This report pertains to the first of two devices. It was reported to boston scientific corporation that an occlusion balloon catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon would not inflate. When the balloon was removed, it was noted to have ruptured. It is unknown what pressure the balloon was inflated to when it ruptured. The physician completed the procedure with a different device with no patient complications. The patient was reported to be "stable" post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual analysis of the returned device revealed that the balloon had burst in its mid-section. Both ends of the balloon were found to be painted or marked red. The balloon bonds were found to be continuous and intact and within specifications. No other defects to the device were found. Operational context contributed to this event.

Event description:
This is the same case and patient as MFR report # 3005099803-2011-02809. This report pertains to the first of two devices. It was reported to boston scientific corporation that an occlusion balloon catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon would not inflate. When the balloon was removed, it was noted to have ruptured. It is unknown what pressure the balloon was inflated to when it ruptured. The physician completed the procedure with a different device with no patient complications. The patient was reported to be "stable" post procedure.